Event description:
Customer complained that wo patients suffered skin abrasions after use on advanced control pad system.

Manufacturer narrative:
Contacted risk management for the hospital, she was happy we called concerning her issues. She immediately stated that the table is currently in use and they are no longer having issues with the product. I asked if they were using patient kit covers over the pad and she was not sure. I asked if the anesthesiologist was monitoring the pressure points on the patient. She stated that they were no longer checking the pt because they believed the massaging action eliminated further need for pt monitoring. I informed her that the pads provide massaging actions. However, that should not eliminate the need to check for pressure problems with any patient. She also requested that the sales rep come into the hospital to complete an in-service training on the table system.